Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee arthroplasty, the impactor broke in half upon the last impaction of the femoral implant. No adverse events were reported as a result of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned impactor head exhibited signs of repeated use (nicked/gouged) and was fractured. Fracture analysis indicated that the fracture appeared to have been initiated from below the threaded metallic connector and was consistent with overload fracture. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The product had a potential field life of over six (6) years and showed heavy signs of wear; therefore the root cause was determined to be wear and tear over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.